Event description:
It was reported that during the laparoscopic colon resection procedure, the device stopped working. Attempts to troubleshoot were unsuccessful and another device was opened to complete the case. There were no patient consequence.